Manufacturer narrative:
(B)(4). Initial report sent to FDA on 06/18/2015.

Event description:
According to the reporter: when putting the specimen into the bag, the black ring tore off and the string broke.